Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of a broken ventricular node, the output connector assembly was broken but was unable to confirm the customer comment of failed width and sensitivity. During analysis the device shut down on the tester, no print out. Errors were noted that denoted a pogo pin alignment issue, so the main printed circuit board was realigned and reran the incoming tests after the bench/language fixture testing and then all tests passed. During bench testing it was noted that the device powered up to an error but that it was cleared on language fixture and then powered up on the bench and the device functioned normally. Analysisdid find that the hanger assembly was broken, one case screw was contaminated, the device needs the updated battery shorting bar design and the display and battery wires were pinched but the insulation was not compromised. All found defective parts were replaced and all other identified issues were resolved.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator had a damaged ventricular node, and that it failed width and sensitivity testing. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.